Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
Lateral screw did not fully seat into post. There were some threads that were able to be captured, but the screw did not advance as far as it should have. Surgeon did make a comment about the driver/screw being stripped during the case and the driver was replaced afterwards. Both screws broke around the 8-12 week mark but the patient is currently asymptomatic and no revision surgery has been scheduled.